Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported loss of therapy and that the pain stimulator was not working. Patient stated that manufacturing representative (rep) figured out that the patient was in overdischarge (B)(6) 2018 so the manufacturing representative (rep) reset he device. Patient reported that her ins only holds a charge for a day or two since that reset (B)(6) 2018). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and a representative. It was reported that the patient's device was reset to try and resolve the issue of the ins not providing therapy and not holding a charge. The issue hadn't been resolved. The representative noted that they left a voicemail with the patient and would work to arrange a meeting with them at the healthcare provider's office. No further complications reported.